Manufacturer narrative:
H6: physio-control evaluated the device and verified the reported issue. An internal inspection was performed and the root cause of the reported issue was determined to be an inoperative readiness indicator. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not yet evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.